Event description:
Patient reported the pump loses time and date after a power interrupt. Patient stated she was admitted to the hospital while on holiday with ketoacidosis as a direct result of incorrect time and date on the pump which led to her receiving the incorrect amount of insulin via her basal rate. Patient reported she was treated with insulin via IV. Patient is currently on her backup plan which is another company's insulin pump. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.